Event description:
This report involves a patient who experienced cloudy effluent and unspecified pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. It was not reported if the patient was hospitalized for the event. Treatment details and cause of the event were not reported. Action taken with therapy was not reported. Outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The event of the reported cloudy effluent was updated to peritonitis. The cause of the peritonitis event was unknown. On the same day as onset, the patient began treatment with basocef (cefazolin) (two grams, daily, for nineteen days and route not reported) for peritonitis. On the same day, the patient began treatment with gentamicin (40 mg, twice daily on first day and once daily on next two days, route not reported). Nutrineal therapy was discontinued on the same day as the onset of cloudy effluent. Action taken with extraneal and physioneal was not reported. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.